Event description:
Device 1 of 2. Reference MFR report #1627487-2015-12322 it was reported the patient reported ineffective stimulation. The leads were explanted and replaced which resolved the patient's issue.

Event description:
It was reported the patient is no longer getting headaches and is receiving effective stimulation coverage.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(6). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).